Event description:
The customer reported via phone call that she experienced a large air bubble in the tubing of the infusion set. The customer changed the insertion site but was experiencing high blood glucose levels. The customer's blood glucose was 298 mg/dl. The customer expressed extreme thirst and nausea as symptoms related to her high blood glucose. The customer treated the high blood glucose with insulin pump therapy. While troubleshooting, the customer stated the drive support cap appeared normal and that the insulin pump passed the high pressure test. The customer was advised to monitor her blood glucose. The customer did not return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.